Manufacturer narrative:
The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent has been implanted in the common bile duct due to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not tortuous. According to the complainant, the stent was able to be deployed; however, after deployment, the stent retrieval loop looked larger than normal and was protruding out. Reportedly, the physician decided to leave the stent in placed and the procedure was completed with this device. There were no patient complications reported as a result of this event. Note: a photo of the implanted complaint device was received, and it appears the retrieval loop may be larger although it is unclear if this is because it is in fact larger or image technique, angle of image or anatomy.